Event description:
A vascular access port and approx 18 cm of attachable polyurethane catheter was explanted from the above-referenced pt on 4/24/95 due to non-function. It was observed that between the one-dot and two-dot marker on the catheter there were two longitudinal splits through the catheter.